Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of mitral regurgitation (mitral valve insufficiency/regurgitation) as listed in the mitraclip g4 system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. The reported mitral valve insufficiency/regurgitation is due to unintended movement. The reported hospitalization appears to be due to case specific circumstances as the patient continued to remain hospitalized overline to monitor clip stability on the leaflets. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The mitraclip remains implanted in the patient and the device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is being filed as the mitraclip (cds0701-xtw, 01201u143) opened while locked. Patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4. The patient resented with a bileaflet prolapse, a large coaptation gap of 1.4, functional enlarged atrium, posterior leaflet small prolapse, and leaflet length both greater than 1 cm. The first mitraclip advanced to the mitral valve, and the clip was successfully placed; however, a posterior leaflet tear occurred. Therefore, the clip was slightly re-positioned to treat the tear, and deployed. A second mitraclip clip was deployed to further reduce mr. A third mitraclip (cds0701-xtw, 01201u143) advanced to the mitral valve, and the clip was successfully placed. During deployment and the second final arm angle (faa), the clip opened while locked. The clip was re-closed, final arm angle performed again with great results were noted. Deployment was performed. Post deployment, the deployed clip had opened to 60 degrees (after the pin was removed). The lock line had already been removed and the clip remained implanted, stable on both leaflets, without further issues reported. The mr had been reduced to grade 2 and 2+. There was no clinically significant delay in the procedure. The patient stayed overnight to ensure that the clip remained stable. On (B)(6) 2021, the mr had increased to grade 3+. Although the clips remain stable and well seated, the increase in mr has been deemed related to the third clip which opened post deployment. No additional information was provided.